Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 15 ns-vt episodes with v-v intervals less than 220 ms between (B)(4) 2015. Apparent noise oversensing seen on egms for ns-vt episodes. Lead failure predictor triggered on (B)(4) 2015 for v-sics greater than or equal to 30 in 3 days and 2 or more vt-ns. (B)(4).

Event description:
It was reported that the patient's had a sensing integrity alarm on their right ventricular (rv) lead. Noise was seen on lead. The physician suspected an at home a magnetic source which might cause the noise. The patient was hospitalized and noise was still seen. The lead remains in use. No patient complications have been reported as a result of this event.